Event description:
Additional information reported that the cause of the event was due to lack of effect. It was noted that patient "preferred a removal" of the device. It was noted that an x-ray was performed on (B)(6) 2012 and revealed "good lead placement." It was noted that the lead and implantable neurostimulator (ins) were explanted on (B)(6) 2012. No hospitalization of the patient was required. No patient injury was reported.

Event description:
It was reported when the patient attempted to increase the stimulation, she increased it to a point where it "shot into her right side." The patient's physician counseled her to turn the stimulation down which corrected the issue. However, the patient also had a loss of therapeutic effect and no stimulation sensation. The patient experienced a loss of bladder control that started 2-3 weeks ago. There was no known event; the patient just lost stimulation. The patient wanted the device removed because, it was not working and she was frustrated. The patient had an appointment with her health care professional in 1 month and until then she was going to keep a diary of her symptoms while using different programs on the device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3093-28 lot# v855059, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead.

Manufacturer narrative:
Product ID, 3093-28 lot# v855059, implanted: 2012 (B)(6), product typ lead, product ID, 3037 serial# (B)(4), product typ programmer, patient. (B)(4).